Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing increased pain. On (B)(6) 2013, there was a pump volume discrepancy. The expected volume was 5.6 ml; the actual volume was 9ml. A catheter access port (cap) contrast study was done on (B)(6) 2013 and it was determined that there was a catheter occlusion. The pump and catheter were replaced. The severity of the event was noted to be ¿moderate¿. The patient recovered without sequela. The pump was delivering hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication and a stall due to shaft-bearing occurred. Analysis of the catheter revealed a non-significant indent in the sutureless connector, which did not affect infusion. There was only partial coring along with the indent. The coring plus the indent were not enough to have created a flap of material that might have otherwise led to the occlusion, and therefore this catheter did not meet the criteria for an occlusion. Other observations of note were two separate cut areas near the dispensing holes. It was felt that they were most likely explant damage. The cuts did not fit the profile of having been caused by the introducer needle of having been caused by shearing.